Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have infusion set issues. Customer's blood glucose was 40 mg/dl and went up to 300 mg/dl. Customer mentioned it was painful when the infusion set was inserted. Customer had a bleeding site after the set was removed. After troubleshooting, customer will not be returning the device for analysis.